Event description:
It was reported that at the start of a tympanoplasty surgery, it was observed that the motor device was "not holding the burr and was heating up". There were no delays to the planned surgical procedure as a spare identical device was available for use. It was reported that there was patient involvement. However, no injuries, adverse events or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device passed all visual and functional assessments. Therefore, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.